Event description:
High impedance, greater than 200 ohms, was reported at follow-up. In addition, oversensing/noise, was noted with pocket manipulation. The lead was replaced and returned. No patient complications have been reported as a result of this event. A medwatch 3500a was subsequently received reporting lead malfunction.